Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date is not available. Third party service company service tech evaluated the unit and was unable to reproduce/verify the complaint. Thus no root cause was determined.

Event description:
The customer reported a problem with a vent; the map fluctuates between 17 and 22. When the driver is not moving, the map is stable. Carefusion technical support specialist explained to her about the pressure transducer and how water inside the airway sense line can cause this scenario. Customer did not remember seeing any condensation water going up the airway sense line. Patient involvement is unknown.